Event description:
This is the first of two reports (same patient, same incident, same product ID, different lot numbers). An out of box failure was reported with the first and second ip2p (kit containing cc1.p1 and the ip2 introducer). There was no patient injury and no delay in surgery. The third device worked. Additional information was requested and on (B)(4) 2013, the following was provided: the failure was not with the catheters themselves but with the white cylinder device around the drill bit. It was unable to be positioned to allow the drill bit to be inserted at a proper depth. The catheters were being returned because the package was no longer sterile after accessing the drill bits. There was no patient contact with the ip2p. The problem was discovered prior to insertion. It was confirmed that there was no patient harm or injury. The type of procedure was a licox insertion on a (B)(6) year old male patient with an underlying medical condition of traumatic subdural hematoma (sdh) status post motor vehicle accident (mva). Date of the event was (B)(6) 2013. The customer did not remember which lot number of the ip2p was used first. There was a 30 minute delay in surgery/ procedure. It was confirmed that the third device that was used and had worked was also an ip2p. The lot number of this third device was unknown.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.